Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient underwent a pocket revision procedure where in the ipg was moved. The patient was doing well postoperatively. Nothing was explanted.